Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow biological tissue, opening curved on anterior and broken plug strap. Leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp broken on plug strap and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and an exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and an exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and an exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.